Event description:
The neuroballoon broke during the procedure. There was no patient injury. The procedure was cancelled. Additional information has been requested.

Manufacturer narrative:
Investigation completed 8/22/2017. Visual inspection did not reveal slit or tear on the silicone elastomer balloon. Balloon gluings were inspected and found correct. Air inflation testing with the product immersed under water revealed a leak. Microscopic examination showed a small cut on the balloon. The device history records of ref 7cbd10, lot 0200572 were reviewed and did not reveal any anomaly. The batch was manufactured in february 2017 and included 47 products. No similar complaint was received for a product from this batch. The integra complaint database for the neuroballoon catheter ref 7cbd10 was reviewed since 2014. The review indicated the rate of complaint for any reason is 0.1% (basis of (B)(4) nbc sold). Four complaints received in 2014, five in 2015, one in 2016, two in 2017. No trend is observed. The complaint is verified on the received neuroballoon catheter. The received information stated the neuroballoon catheter performed correctly, then after the procedure, a second attempt was made to enlarge the hole and the balloon did not inflate. A possible cause is a damage of the silicone elastomer balloon by a cutting/sharp tool when removed from the endoscope after the first procedure and handled for the second procedure. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. No further investigation nor corrective action is deemed required.